Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient awoke to insulin occlusion alert. Agent explained, had patient disconnect, flush tubing, and fill cannula. Using cd 23". Process completed, insulin resumed. On the same day, patient called back with continued occlusion issue. Per guidance, patient performed full supply change (steel infusion set #(B)(4)); insulin delivery resumed, no further alerts. Blood glucose (bg) was at 190mg/dl and trending down. Patient reported eating cookies for low bg of 66mg/dl and is now coming back into range. Patient feels well and satisfied. No medical intervention required.